Event description:
Patient presented to the physician with a bump, below the neck incision site, that was nicked while shaving and a fluid came out. Physician brought the patient into the operating room and confirmed that the stim lead has worked its way up the skin. Physician freed up the stimulation lead from scar tissue and re-positioned and sutured the lead deeper to prevent movement. Antibiotics prescribed as a routine protocol.